Event description:
It was reported that during an open unknown procedure, the staples of the distal end were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b, c) ecr60b, l55390 were received fully fired and in good visual conditions. The returned cartridge reloads (b, c) were disassembled in order to verify the condition of internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.